Event description:
It was reported that there were problems upgrading a (B)(6) handheld to version 8.0 vns software. In the 'my device' menu was showing the connect manager with a message stating "software is unrecognized." Attempted hard reset and continues to have pop up message unrecognized card. The connect manager was selected and (B)(6) folder was seen. The 'autorun' option was then visible and selected, however the reporter indicated that it did not appear that the v8.0 software uploaded. The flashcard was removed, and a hard reset was performed. The v8.0 flashcard was reinserted, and the message came up again that stated unrecognized card. Troubleshooting (hard resets) did not resolve the issue. The handheld and associated version 7.1 flashcard has been returned to the manufacturer to investigate the handheld issues. The version 8.0 flashcard has not been returned. Possible causes include the flashcard not being seated properly, the handheld not recognizing the flashcard, etc.